Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A mitraclip xtw was advanced in the patient but visualization was difficult and there was difficulty becoming perpendicular to the valve due to the patient's anatomy. The patient had a rotated heart and anterior flail due to previous chest trauma. The clip was eventually able to become "fairly" perpendicular, the leaflets were grasped and the clip was deployed. Shortly after deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). An additional xt clip was attempted to be implanted to stabilize the slda clip but it could not be aligned perpendicular to the valve so it was removed from the patient without deploying. The procedure was ended with the mr remaining at grade 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, the reported difficult positioning, incomplete coaptation/ single leaflet device attachment (slda), and poor imaging appear to be due to challenging patient anatomy. The reported mitral regurgitation (mr) is a cascading event of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.